Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The device history review for lot number 4866115 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The mating device reported from list number 011-ch3657 and lot number 4734811 was reviewed and found to have a molding anomaly on the male luer of the set. A clave accessed with a male luer exhibiting this type of anomaly would result in leakage at the connection. The reported complaint can be confirmed. The probable cause is due to a molding anomaly on the male luer of the mating device from list 011-ch3657 and is not related to an issue with the 011-h3314 set.

Manufacturer narrative:
The sample was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Concomitant products: 43 cm (17") appx 2.8 ml, amber transfer set w/chemoclave® additive port, rotating luer, filter cap, list number 011-ch3657 and lot number 4734811, mfg ICU medical; oxaliplatine/fluorouracile, unk mfg.

Event description:
The event involved a 28 cm (11") add-on set w/2 clave®, vented cap where there was a leak noted during a chemotherapy infusion. The device was connected to a transfer set with chemoclave and was infusing an unspecified concentration of oxaliplatine/fluorouracile. A major leak of chemotherapy was found to have leaked on the floor from the connection between the transfer set and add-on set and was cleaned per protocol. There was no medical intervention required. Although there was a delay in therapy reported and an incomplete administration of the medication, there was no patient harm and no blood loss reported.